Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/08/2010, 01/14/2010, 01/15/2010, 01/18/2010, 01/22/2010, and 01/28/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)

Event description:
A nurse reported four patients with capsular bag tears during intraocular lens (iol) implant surgery. Additional information has been requested. There are four medical device reports associated with this event. This report is for the fourth of four patients.